Manufacturer narrative:
(B)(4). Batch # r59l2g. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: when the surgeon had fired the device and not heard a crunch the black line in the green stapling zone started to move upwards by itself even though the surgeon had the device closed and was not moving it.

Event description:
It was reported that during an unknown procedure, a cdh29 was used today and it misfired. When the operator went to fire the gun there was no crunch, the gun was removed and the doughnuts were not fully formed, and there were staples in the patients colon. Another cdh29 was used and the procedure was delayed by thirty minutes. There were no adverse consequences for the patient reported.